Event description:
Report received indicated the end user stated they had developed a red; splotchy; itchy burning rash and is currently using antimicrobial soap to cleanse. Instructed the end user on the use of ostomy powder blotted with barrier wipe. Patient experienced the condition during an unknown period prior to complaint receipt. The patients subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. The brand name should read as s4s/sur-fit natura 2pc-2pc stomahesive (sh) flexible collar w/wafer. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.